Event description:
It was reported that the plastic portion of the cadd cleo infusion set cannula repeatedly disconnected from the adhesive, resulting in insulin leakage during use. The patient experienced elevated blood glucose levels up to 441 mg/dl, ketones, and symptoms of illness, requiring infusion set replacement and, at times, supplemental insulin injection to restore glucose levels. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.